Manufacturer narrative:
A thorough evaluation of the device was performed upon receipt at our post market quality assurance laboratory. Review of device memory indicated that a charge timeout alert > 45 seconds had been recorded. The device case was opened, and visual inspection noted a hole caused by electrical overstress. Additionally, the dump resistor had soot on it. The hv capacitor was analyzed, and it was concluded that the hv capacitor experienced internal arcing caused by a low resistance pathway between anode and cathode plates within the capacitor. This capacitor issue impacted the ability of the device to provide shock therapy because the hv capacitors could not be fully charged, but brady pacing, telemetry, and other device functionality remained available.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had reached a battery status indicator of explant. The explant indicator was found to be due to extended charge times. Technical services (ts) discussed and recommended device replacement. Subsequently, the device was explanted and replaced successfully. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had reached a battery status indicator of explant. The explant indicator was found to be due to extended charge times. Technical services (ts) discussed and recommended device replacement. Subsequently, the device was explanted and replaced successfully. No additional adverse patient effects were reported.